Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'constant downstream occlusion' which was reproduced through troubleshooting of the device. A review of the event history log identified the presence of multiple 'downstream occlusion!' Messages. The cause was determined to be a failed force sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant downstream occlusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This report is a duplicate of manufacturer report number 1314492-2020-01650. All information can be found under that manufacturer report number 1314492-2020-01650. Should additional relevant information become available, a supplemental report will be submitted.